Manufacturer narrative:
(B)(4).

Event description:
It was reported that an exhalation valve stuck open. No patient involvement was reported.

Manufacturer narrative:
Conclusion / root cause: the reported complaint of exhalation valve stuck open occurrences was not duplicated. No fault was found on the returned exhalation valve. (B)(4).